Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, display screen went blank and foggy after receiving a low reservoir alarm. Customer's blood glucose was unknown. Customer reported that insulin pump had been dropped or bumped in the past. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, unable to confirm low reservoir alarm and unable to perform any tests due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.